Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6) 2025 at 4:00am, the patient became agitated and pale. They were not comprehending, was angry and was excessively throwing up. The patient was able to confirm what the cgm was displaying during this time but stated in the past 5 days, the cgm had been inaccurate. The patient's patient took the patient to the hospital. In the emergency room, the patient's bg was 315 mg/dl. The patient's parent was unable to provide the cgm reading during that time. The patient was treated with IV fluids and insulin shots. The patient was admitted to the hospital and laboratory tests were ran and blood work. The sensor was removed while the patient was admitted. On (B)(6) 2025, the patient's blood sugar stabilized and the patient was discharged that night. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e0207 delirium diabetes mellitus is a known cause of hyperglycemia.